Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery could not be charged. Customer's blood glucose value was between 160-217 mg/dl. Customer declined tandem technical support to follow up regarding the reported issue. Replacement cable was sent to the customer.